Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in united states underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient reported experiencing a big gaping hole, greenish liquid with blood leakage, and a yeast infection at the stoma site. On (B)(6) 2023, a culture was obtained that revealed staph and yeast infection. On an unknown date the patient was treated with three types of unknown oral antibiotic for the staph infection and three unknown topical medications for the yeast infection.

Event description:
On 04 august 2023, follow up information was received correcting the patient's date of birth.